Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall and excessive heavy lifting patients leads had high impedances and patient was unable to enter MRI mode. As a result, surgical intervention (b)(6) 2026 where in leads were explanted and replaced to address the issue.